Event description:
It was reported that the rv lead had 'noise' causing inappropriate shocks. High lead impedance also noted. Fracture suspected however none visible on the x-ray or fluoro. The lead was explanted and replaced. No patient complications have been reported as a result of this event.